Event description:
Went to (B)(6) for a follow up breast ultrasound. Was told doctor ordered 3d ultrasound. Tech started and immediately I was in pain. Told her to stop . Terrible pain 8 in my arm that I could barely move it. I left and did not complete the test. Found out doctor did not order 3d ultrasound but only regular ultrasound.